Manufacturer narrative:
An event regarding dislocation involving an unknown trident shell was reported. Following clinical consultation it has been confirmed that the shell was malpositioned. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: {...}"- as such root cause of failure is not device-related but in principal caused by the procedure-related factor of cup malposition in absent anteversion with possibly more patient-related and/or procedure-related factors involved which cannot be evaluated due to lack of adequate clinical information." Device history review: could not be performed as the lot ID was not identified. Complaint history review: could not be performed as the lot ID was not identified. Conclusions: a review of the provided medical records by a clinical consultant concluded that: cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage with dissociation of the femoral head from the taper requiring revision." No further investigation is required at this time. If further relevant clinical information becomes available or the product is returned/device details become known, this investigation will be re-opened.

Event description:
It was reported that the patient had a revision hip arthroplasty removal and exchange. Disassociation of stem from femoral head occurred. The implants were sent to pathology by the dr. An unknown trident shell was identified as the root cause of the revision.